Event description:
It was reported in a service report that the siderail was not operating properly and would not lock in the up position. No adverse consequences were alleged.

Manufacturer narrative:
Result: timing link.